Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that the battery is defective. The device automatically shut down and failed to power up on battery. There was no patient involvement.